Event description:
It was reported that a large volume folfusor overinfused. The device emptied at 36 hours instead of the expected 48 hours duration. This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date: the event occurred on an unspecified date in 2023, reported as "the last two months." The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.